Event description:
Pt alleged that device is not delivering the correct amount of insulin because they have been experiencing elevated blood glucose levels (specific date was not provided). Pt self-treats high blood glucose by delivering extra insulin boluses.